Event description:
Reported via patient call center it was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted. At the routine 45-day follow-up appointment, a thrombus was observed on the implanted closure device via transesophageal echocardiogram (tee). The patient has remained on pradaxa. The patient additionally reports shortness of breath since implant procedure. Furthermore, post-implant, the patient experienced difficulty swallowing and required pain medication, which the patient was informed by the nurse, was caused by the tee.